Manufacturer narrative:
Event site name: (B)(6) general hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab sensor did not respond. There was no reported patient injury.